Event description:
Pt self reported this event in 2004 to reporter they receive desferal on an infusion pump with baxter tubing 2m9857. They reported that one of their pump tubings fell apart when they opened the package. They did not use the tubing. Lot # unk but having problems with lot # r03j22258. There is a good chance it was the same lot.

Event description:
The device was contaminated with chemotherapy and is unable to be evaluated. Baxter will continue to monitor reports of this nature. The manufacturing lot number is r03j22258. Baxter received one case (30 each) unused sabratek sets. All 30 sets were visually inspected in their sealed pouches for cuts in the pouches and the sets, and no defects were found. A random sample of 10 sets was tested per specification. A flex test, which involves holding the pvc tubing securely against the edge of the cassette and then bending the pvc tubing to a 90-degree angle 25 times in each direction, was performed. After the test, the tubing was visually inspected for defects and none were found. After the tubing was flexed, each set was pressure tested at 8 psi of air underwater. There was no sign of leakage. Baxter also received two used sabratek solution sets. Visual inspection of both sets revealed the tubing was broken off from the inlet side of the cassette. Although the root cause of this condition has not been determined at this time, the reported condition will continue to be trended. Based on the testing baxter performed, no conclusion could be drawn as to whether the events described in the medical device report are or are not attributable to the device. While trending reveals a slight increase in the number of occurrences each year, this is expected due to the increased number of sets in the field. The events described in the attached reports are usually found prior to patient use. There have been no deaths or serious injuries related to this event. There have not been any design changes or modifications in the device since first marketed. Sabratek initially manufactured this product prior to the acquisition by baxter. In may of 2003, the cassette material changed from ge cycolac-t abs resin to lustran 348 abs; however, similar events have been reported with sets manufactured with both materials. A complete description of the relevant laboratory testing summary is as follows: "received 1 case (30 each) unused sabratek sets. Visually inspected 30 sets in sealed pouches, for cuts in the pouches and sets. The 30/30 sets were visually okay. Tested 10 set per spec. 20-03-09-277 (12/08/03) flex test: section 6.0 f. No defects found. Pressure tested each set at 8 psi of air underwater after the tubing was flexed. No sign of leakage. Pressure gauge tprg001270 4/23/04. Received 2 used sabratek solution sets. Visual inspection of both sets revealed the tubing was broken off from the inlet side of the cassettes." The failure mode of the defect has not been replicated; therefore, a root cause cannot be determined.